Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the connection between bifuse and lipid tubing leaked while connected to a patient. The lipid connection was cleaned, dried and tightened; no further issues were reported. The connection between the bifuse and the tpn tubing leaked, was cleaned, dried, tightened without any leaking noted. The second report of leaking; cleaned, dried and tightened, remained at bedside 15 minutes and no leaking noted. The third report of leaking occurred and the bifuse was changed. Leaking was reported between the tpn and the new bifuse. The tpn tubing was changed. There was no report of patient harm.